Event description:
Hcp reported the device system was explanted in 2002 due to an infection. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.